Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01739/01740).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patients legal counsel reports patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2013, patient underwent a revision procedure due to patient allegations of elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the revision was due to pain and a further noted the presence of fluid, an acetabular anterior wall defect, and the acetabular shell was well ingrown. The modular head, acetabular cup and taper adapter were removed and replaced with a competitor's acetabular components and a biomet head.

Event description:
Patients legal counsel reports patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, on (B)(6) 2013, patient underwent a revision procedure due to allegations of elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.